Event description:
A zoll distributor reported that on (B)(6) 2015, a (B)(6) female patient experienced a rash under the patient's breasts and the left side was breaking open. The patient reported that the garment was too tight and that the patient went to a doctor who prescribed some medication for the rash. The patient continues to use the lifevest. The clinical outcome of the open rash is unknown.

Manufacturer narrative:
Device evaluation summary: skin irritation is an expected low-frequency event. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. There is no indication of a device malfunction.